Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, further information regarding event details was requested but not received. Section d6b: date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's system was explanted at unknown date and for an unknown reason.